Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose value was 350 and 205 mg/dl. Customer¿s current blood glucose value is 146 mg/dl. The customer treated with an injection. The customer also states some time gave to much of insulin and the blood glucose went down from 35 to 16 mg/dl. The customer¿s blood glucose value yesterday was 42 mg/dl and today was 112 mg/dl, however the customer declined to troubleshoot for low blood glucose. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears flush. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.